Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the harmonic ace instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the knife head of the harmonic ace instrument was ruptured. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.421" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding a ruptured knife head was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.